Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead helix would not extend. The lead also exhibited high capture thresholds. The lead was not implanted and replaced. The patient was recovering.